Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Suspected cause was due to the customer¿s settings and personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.